Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that fluid leaked from the liberty cycler set to the point that the cycler sets were replaced. Upon follow up, it was determined the patient was not able to complete treatment on the day of the reported event. The fluid leak occurred during a dwell cycle and the cycler stopped. The patient and on-call nurse canceled the treatment and fluid was found in the pump module and on the cassette after opening the cassette door. Technical support mentioned they would ship a case of cycler sets for the patient to replace the case were the cassette from the fluid leak came from. The patient has continued to complete treatments on the cycler without issues using different cassettes. There was no patient harm or medical intervention required for the reported fluid leak. There was no sample available for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that fluid leaked from the liberty cycler set to the point that the cycler sets were replaced. Upon follow up, it was determined the patient was not able to complete treatment on the day of the reported event. The fluid leak occurred during a dwell cycle and the cycler stopped. The patient and on-call nurse canceled the treatment and fluid was found in the pump module and on the cassette after opening the cassette door. Technical support mentioned they would ship a case of cycler sets for the patient to replace the case were the cassette from the fluid leak came from. The patient has continued to complete treatments on the cycler without issues using different cassettes. There was no patient harm or medical intervention required for the reported fluid leak. There was no sample available for a physical evaluation.